Event description:
It was reported a medic crew was unable to load the patient and cot into the ambulance allegedly due to the cot not "waking up". The power feature of the cot was eventually able to be activated and the transport was continued on the same cot; however, a delay in the transport was reported. It was also reported upon arrival at the hospital, after unloading from the ambulance, the cot had to be manually lowered to transfer the patient to a hospital cot and then the crew again had to wait for the power feature to respond to reload the empty cot back into the ambulance. No injuries were reported to the patient or the medic crew as a result of the reported incident. The cot will be returned to the manufacturer for further evaluation.

Manufacturer narrative:
The cot was returned to manufacturer for evaluation. A visual and functional evaluation was conducted; however, the alleged issue could not be duplicated. Multiple batteries were placed in the cot and the power features responded every time. It is possible the incident was related to improper charging practices. The cot can still function as intended by utilizig the manual release system. The IFU provides clear instruction on battery maintenance and guidance for inspecting the cot functionality prior to each use.

Event description:
It was reported a medic crew was unable to load the patient and cot into the ambulance allegedly due to the cot not "waking up". The power feature of the cot was eventually able to be activated and the transport was continued on the same cot; however, a delay in the transport was reported. It was also reported upon arrival at the hospital, after unloading from the ambulance, the cot had to be manually lowered to transfer the patient to a hospital cot and then the crew again had to wait for the power feature to respond to reload the empty cot back into the ambulance no injuries were reported to the patient or the medic crew as a result of the reported incident. The cot will be returned to the manufacturer for further evaluation.